Event description:
It was reported to fresenius that approximately thirty minutes into a patient¿s extracorporeal membrane oxygenation (ECMO) treatment on the ila console, error messages #206 and #208 appeared and blood flow was no longer displayed. The hospital staff decided to troubleshoot the sensor box and cables with no success. After six hours, an additional ila console arrived to the intensive care unit (ICU). Hospital staff opted to initially exchange just the sensor box. This produced positive results with blood flows returning to the console screen and a full console exchange was not required. It was stated there was no danger to the patient during these events as the patient maintained adequate oxygenation throughout this course. Additionally, the patient did not experience an adverse event and no additional medical intervention was required. Two days later, it was reported that the patient expired due to legionella pneumonia with sepsis. There was no confirmation of a temporal relationship between ECMO support utilizing the ila console and the patient¿s death; however, there was no report that ECMO was discontinued prior to this patient¿s death. Additionally, there was no indication from the reporting physician that the malfunction of the sensor box from two days prior caused or contributed to the patient¿s death. The sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ECMO support utilizing the ila console and the patient¿s death. The patient¿s death can be attributed to legionella pneumonia with sepsis as reported by a hospital physician. It is well established legionella bacterial infections carry a moderate risk of mortality due to respiratory failure and acute respiratory distress syndrome. Additionally, patients with respiratory failure due to legionella that are ECMO supported have a moderate risk of death due to increased oxygen requirements and refractory hypoxemia. Based on the physician¿s account of events, the sensor box malfunction can be considered unrelated to the patient¿s death. This is further evidenced by the report of the patient¿s adequate oxygenation prior to and following the sensor box exchange. Therefore, the ila console can be excluded as a source or contributor this adverse event. Based on the available information, there was no allegation or objective evidence any fresenius/ xenios product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Additional information: due to a character limitation, the below plant investigation was omitted from the initial report. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation of the machine files was not necessary because the complaint is related to a component defect. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. No deviations were found during the device history record (DHR) review. However, it was found that the sensor box includes components with a problematic material combination. An improper contact plating between the cable harness and flow sensor board can reduce the electrical conductivity of the connection by fretting and galvanic corrosion, which creates a voltage drop resulting in communication interruptions. A supplier changed the connector p102 material, which may have contributed to the reported event. The change was initiated because of a discontinuation of printed circuit board (pcb) components. The communication interruption may be caused by an increase in electrical resistance due to a connector with mixed coating materials. A connector with mixed coating materials (in this case gold and tin) may lead to oxidation (fretting effect) on the connection surface over time increasing the electrical contact resistance (at p102). The error messages 206 and 208 imply that the communication between the flow sensor and sensor box was interrupted. An interrupted communication between the flow sensor and sensor box can result in disabled flow measurement and air bubble detection. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously alarming, the IFU advises to replace the machine. Based on the findings of the investigation, the reported event has been confirmed.

Event description:
It was reported to fresenius that approximately thirty minutes into a patient¿s extracorporeal membrane oxygenation (ECMO) treatment on the ila console, error messages #206 and #208 appeared and blood flow was no longer displayed. The hospital staff decided to troubleshoot the sensor box and cables with no success. After six hours, an additional ila console arrived to the intensive care unit (ICU). Hospital staff opted to initially exchange just the sensor box. This produced positive results with blood flows returning to the console screen and a full console exchange was not required. It was stated there was no danger to the patient during these events as the patient maintained adequate oxygenation throughout this course. Additionally, the patient did not experience an adverse event and no additional medical intervention was required. Two days later, it was reported that the patient expired due to legionella pneumonia with sepsis. There was no confirmation of a temporal relationship between ECMO support utilizing the ila console and the patient¿s death; however, there was no report that ECMO was discontinued prior to this patient¿s death. Additionally, there was no indication from the reporting physician that the malfunction of the sensor box from two days prior caused or contributed to the patient¿s death. The sample was not available to be returned for evaluation.